Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Following rotablation, plain old balloon angioplasty was performed using a 2.25mm x 12mm nc emerge balloon catheter; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different nc emerge balloon catheter. No patient complications nor injuries were reported.